Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 585 mg/dl; cause was not known. Customer went to the emergency room (ER); however, no treatment was administered. Customer left the ER after a few hours feeling better with a of bg 203 mg/dl. Pump history was checked with tandem technical support no alert/alarms were observed; only high bg reminders. Customer declined to check the bolus history.